Event description:
It was reported by customer that during use, the cardiosave intra aortic balloon pump had screen blackout. There were no adverse consequences to event reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1- contact person-mfg site, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, health effect -clinical code, health effect -impact code, component code and h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) monitor was blacked out for about 10 seconds when iab frequency was about to be changed from 1:1 to 1:2. Error codes #79 and #80 were recorded in the fault logs of this iabp unit. At the time of this event, iabp therapy was scheduled to be completed after changing iab frequency on this iabp unit. The patient has been in stable condition and this iabp unit was used throughout iabp therapy. There were no adverse consequences to the patient reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed error #78 (communication packet failure between the display and the main unit) probably temporary. The fse cleaned the connector at the connection point, re-fixed it, and performed a running test. If this occurs frequently, the fse recommend replacing the board.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected fields: b3, g3. After further review, in the initial emdr the incorrect event date (b3) and date received by manufacturer (g3) were reported. The correct b3 and g3 dates are 23dec2024.

Event description:
It was reported that the cardiosave intra aortic balloon pump had screen blackout. The patient involvement and injury information is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.